Event description:
Refer to h11 for follow-up information.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) has received the endowrist 30 curved tip stapler instrument associated with this complaint and completed investigations. Failure analysis found the primary failure of unintuitive motion to be related to the customer reported complaint. The instrument exhibited unintuitive motion. The motion exhibited by the instrument was precise and proportional to what was commanded by the master tool manipulators (mtm), however the grip tips moved in the opposite direction. This behavior was observed in the pitch direction and presented on 3 out of 3 installs.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) has not received the instrument for evaluation. Therefore, the root cause of the customer reported failure mode has not been determined. A follow-up MDR will be submitted if the product is returned and evaluated and/ or if additional information is received.

Event description:
It was reported that during a da vinci-assisted chest anastomosis transthoracic esophagectomy surgical procedure, the 30 curved tip stapler instrument rotated in the opposite direction of the surgeon's wrist. The customer completed the procedure with no further issue reported. No known impact or patient consequence was reported. Intuitive surgical, inc. (Isi) followed up with the initial reporter and obtained the following additional information: the issue occurred while the surgeon's head was inside the high-resolution stereo viewer attempting to manipulate instruments. The instrument was not static and did not move in the intended direction. There was no shakiness observed and no external collisions. The issue was persistent. There was no injury to the patient.